Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). Additional information received: customer stated "one of our spine surgeons was asked to come in and help locate the needle using a c-arm, he used local medication to numb the area and was able to retrieve the needle fragment with a mosquito forceps. The 25 gauge x 3 1/2 inch spinal needle was the particular needle that was used. Pencan spinal needle tray (ref 333851)." No sample and/or lot number was provided for evaluation. Further investigation of the complaint is not possible. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The customer was not able to provide material or batch number and the investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: it was reported that the spinal needle broke off in patient. Detailed inquiry description: physician was using 25 ga spinal needle and it broke while inserted in patient. The broken part of the needle was retrieved from the patient.